Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2000 - pt underwent incisional ventral hernia repair with a composix mesh. On (B)(6) 2001 - pt underwent recurrent incisional ventral hernia repair with a composix mesh. It was noted that the muscle had torn away from the previously placed mesh in the upper left corner creating a defect. On (B)(6) 2006 - pt underwent excision of the two composix mesh implants and recurrent incisional ventral hernia repair with a composix mesh.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. The pt is several years post operative colon cancer resection who developed a large incisional ventra hernia with a significant amount of prolapsing contents. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for eval. Without further info, no conclusion can be drawn at this time. See MDR 1213643-2009-00281 for info related to the composix mesh implanted on (B)(6) 2000. The medical records refer to a composix mesh implant on (B)(6) 2006, however there were no indication that there were any issues related to this device.